Event description:
The supra core wire was inserted into the 6fr sheath with no complications. The sheath was then removed smoothly and the dilator was then advanced, at that point there seemed to be a little resistance. When it was pulled back a small fray on the wire was noticed (the fray was removed but still would not advance very well) so a new wire was used and worked fine.